Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 95% stenosed lesion with calcification was located in the severly tortuous mid left anterior descending artery. The 2.50x15mm maverick otw balloon was inflated to eight atmospheres and ruptured. The device was removed intact. The procedure was completed with this device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, which limited the device performance. (B)(4).